Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), menorrhagia ("menorrhagia"), kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections") and major depression ("psychological or psychiatric problems condition:major depressive disorder") in a 25-year-old female patient who had essure (batch no. 922610,12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, ovarian cyst, tiredness, polymenorrhoea, thyroid disorder, vitamin d deficiency, ferritin decreased, anxiety, dizziness, syncope, incontinence, painful urination and nausea. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced major depression (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced pelvic pain ("pain"), eczema ("rashes or skin conditions type: severe eczema on hands"), migraine ("migraines"), headache ("headaches"), amnesia ("neurological conditions or problems type: short term memory loss"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the first episode of weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anaemia ("anemia"), the second episode of weight increased ("weight gain"), anxiety ("anxiety"), depression ("depression"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: several urinary tract infection") and abdominal pain ("right side abdominal pain"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy with bilateral salpingectomy)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, major depression, pelvic pain, hypersensitivity, anaemia, the last episode of weight increased, anxiety, depression, eczema, migraine, headache, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, irritable bowel syndrome and alopecia outcome was unknown and the kidney infection, vaginal haemorrhage, urinary tract infection, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, hypersensitivity, irritable bowel syndrome, kidney infection, major depression, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 177 lbs. The right proximal outer coil is at the uterine cornua. The left proximal outer coil appears to overlap the proximal inner coil. Right tubal ostia-4 coils visualized left tubal ostia-4coils visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: chronic cervicitis with squamous metaplasia. Pregnancy test urine - on (B)(6) 2015: negative . On (B)(6) 2016 pathology test was performed having result uterus hysterectomy with bilateral fallopian tube: chronic cervicitis with squamous metaplasia and parakeratosis. Endometrial and myometrial necrosis consistent with previous thermal ablation. Fallopian tubas, no pathologic diagnosis. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record vaginal haemorrhage, menorrhagia, headaches, abdominal cramping, fatigue, pelvic pain, eczema . Most recent follow-up information incorporated above includes: on 18-jun-2018: from pfs " menorrhagia, major depressive disorder, kidney infections, abnormal bleeding (vaginal), several urinary tract infection, severe eczema on hands, migraines, headaches, short term memory loss, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, irritable bowel syndrome, hair loss, right side abdominal pain" are added. Lab data,lot number, reporter and patient information are added. Concomitant and historical condition are added. Outcome of events " abdominal pain, vaginal bleeding, painful sexual intercourse, urinary tract infection, kidney infection" are recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), menorrhagia ("menorrhagia"), kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections") and major depression ("psychological or psychiatric problems condition:major depressive disorder") in a 25-year-old female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, ovarian cyst, tiredness, polymenorrhoea, thyroid disorder, vitamin d deficiency, ferritin decreased, anxiety, dizziness, syncope, incontinence, painful urination and nausea. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced major depression (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced pelvic pain ("pain"), eczema ("rashes or skin conditions type: severe eczema on hands"), migraine ("migraines"), headache ("headaches"), amnesia ("neurological conditions or problems type: short term memory loss"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the first episode of weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anaemia ("anemia"), the second episode of weight increased ("weight gain"), anxiety ("anxiety"), depression ("depression"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: several urinary tract infection") and abdominal pain ("right side abdominal pain"). The patient was treated with surgery (09feb2016 (hysterectomy with bilateral salpingectomy)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, major depression, pelvic pain, hypersensitivity, anaemia, the last episode of weight increased, anxiety, depression, eczema, migraine, headache, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, irritable bowel syndrome and alopecia outcome was unknown and the kidney infection, vaginal haemorrhage, urinary tract infection, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, hypersensitivity, irritable bowel syndrome, kidney infection, major depression, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 177 lbs. The right proximal outer coil is at the uterine cornua. The left proximal outer coil appears to overlap the proximal inner coil. Right tubal ostia-4 coils visualized. Left tubal ostia-4coils visualized . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: chronic cervicitis with squamous metaplasia. Pregnancy test urine - on (B)(6) 2015: negative . On (B)(6) 2016 pathology test was performed having result uterus hysterectomy with bilateral fallopian tube: chronic cervicitis with squamous metaplasia and parakeratosis. Endometrial and myometrial necrosis consistant with previous thermal ablation. Fallopian tubas, no pathologic diagnosis. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record vaginal haemorrhage, menorrhagia, headaches, abdominal cramping, fatigue, pelvic pain, eczema. Batch number: : 12566552 exp date: dec-2015 man date: mar-2013. Batch number: 922610 exp date: nov-2014 man date: nov-2011 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('tear in uterus') and menorrhagia ('menorrhagia/ heavy periods') in a 25-year-old female patient who had essure (batch no. 922610,12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, eczema, kidney infection and chronic fatigue. On (B)(6)2016 pathology test was performed having result uterus hysterectomy with bilateral fallopian tube: chronic cervicitis with squamous metaplasia and parakeratosis. Endometrial and myometrial necrosis consistent with previous thermal ablation. Fallopian tubas, no pathologic diagnosis. Previously administered products included for an unreported indication: prenatal vitamins and nuvaring. Concurrent conditions included obesity, ovarian cyst, tiredness, polymenorrhoea, thyroid disorder, vitamin d deficiency, ferritin decreased, anxiety, dizziness, syncope, incontinence, painful urination and nausea. Concomitant products included alprazolam (xanax), bupropion, fluoxetine hydrochloride (prozac), melatonin, mestranol;norethisterone (orthonovum), norethisterone (micronor) and thyroid (armour thyroid). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections"), pelvic pain ("pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: several urinary tract infection"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced major depression ("psychological or psychiatric problems condition:major depressive disorder"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome/intestinal problem") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain"). In 2015, the patient experienced dyshidrotic eczema ("rashes or skin conditions type: severe eczema on hands/dyshidrotic eczema "), headache ("headaches") and hypothyroidism ("diagnosed thyroid 2015/hypothyroidism"). In (B)(6) 2015, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions or problems type: short term memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), anaemia ("anemia"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("right side abdominal pain"), pain ("body aches"), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), metrorrhagia ("bleeding almost constant in between"), panic attack ("panic attacks"), ovarian cyst ("cyst and follicles on my ovaries"), liver injury ("liver damage"), gastrointestinal pain ("bowel pain") and pollakiuria ("frequent urination") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and novasure endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, uterine perforation, menorrhagia, major depression, pelvic pain, hypersensitivity, anaemia, the last episode of weight increased, anxiety, depression, dyshidrotic eczema, migraine, headache, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, irritable bowel syndrome, alopecia, pain, arthralgia, muscular weakness, metrorrhagia, panic attack, liver injury, gastrointestinal pain, pollakiuria and hypothyroidism outcome was unknown and the kidney infection, vaginal haemorrhage, urinary tract infection, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, depression, device breakage, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, hypersensitivity, hypothyroidism, irritable bowel syndrome, kidney infection, liver injury, major depression, menorrhagia, metrorrhagia, migraine, muscular weakness, ovarian cyst, pain, panic attack, pelvic pain, pollakiuria, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 177 lbs. The right proximal outer coil is at the uterine cornua. The left proximal outer coil appears to overlap the proximal inner coil. Right tubal ostia-4 coils visualized. Left tubal ostia-4coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Pathology test - on (B)(6)2016: results: chronic cervicitis with squamous metaplasia. Pregnancy test urine - on (B)(6)2015: results: negative. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record vaginal haemorrhage, menorrhagia, headaches, abdominal cramping, fatigue, pelvic pain, eczema. Concerning the injuries reported in this case, the following ones were reported via social media - pain , muscle weakness, joint pain, metrorrhagia, panic attacks, uterine perforation, ovarian cyst, liver damage, frequent urination, gastrointestinal pain, hypothyroidism. Batch number: : 12566552 exp date: dec-2015 man date: mar-2013. Batch number: 922610 exp date: nov-2014 man date: nov-2011. Batch number: : 12566552 exp date: dec-2015 man date: mar-2013. Batch number: 922610 exp date: nov-2014 man date: nov-2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('tear in uterus') and menorrhagia ('menorrhagia/ heavy periods') in a 25-year-old female patient who had essure (batch no. 922610,12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, eczema, kidney infection and chronic fatigue. On (B)(6) 2016 pathology test was performed having result uterus hysterectomy with bilateral fallopian tube: chronic cervicitis with squamous metaplasia and parakeratosis. Endometrial and myometrial necrosis consistent with previous thermal ablation. Fallopian tubas, no pathologic diagnosis. Previously administered products included for an unreported indication: prenatal vitamins and nuvaring. Concurrent conditions included obesity, ovarian cyst, tiredness, polymenorrhoea, thyroid disorder, vitamin d deficiency, ferritin decreased, anxiety, dizziness, syncope, incontinence, painful urination and nausea. Concomitant products included alprazolam (xanax), bupropion, fluoxetine hydrochloride (prozac), melatonin, mestranol;norethisterone (orthonovin), norethisterone (micronor) and thyroid (armour thyroid). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections"), pelvic pain ("pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: several urinary tract infection"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced major depression ("psychological or psychiatric problems condition:major depressive disorder"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome/intestinal problem") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain"). In 2015, the patient experienced dyshidrotic eczema ("rashes or skin conditions type: severe eczema on hands/dyshidrotic eczema "), headache ("headaches") and hypothyroidism ("diagnosed thyroid 2015/hypothyroidism"). In (B)(6) 2015, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions or problems type: short term memory loss"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), anaemia ("anemia"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("right side abdominal pain"), pain ("body aches"), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), metrorrhagia ("bleeding almost constant in between"), panic attack ("panic attacks"), ovarian cyst ("cyst and follicles on my ovaries"), liver injury ("liver damage"), gastrointestinal pain ("bowel pain") and pollakiuria ("frequent urination") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, menorrhagia, major depression, pelvic pain, hypersensitivity, anaemia, the last episode of weight increased, anxiety, depression, dyshidrotic eczema, migraine, headache, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, irritable bowel syndrome, alopecia, pain, arthralgia, muscular weakness, metrorrhagia, panic attack, liver injury, gastrointestinal pain, pollakiuria and hypothyroidism outcome was unknown and the kidney infection, vaginal haemorrhage, urinary tract infection, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, depression, device breakage, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, hypersensitivity, hypothyroidism, irritable bowel syndrome, kidney infection, liver injury, major depression, menorrhagia, metrorrhagia, migraine, muscular weakness, ovarian cyst, pain, panic attack, pelvic pain, pollakiuria, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 177 lbs. The right proximal outer coil is at the uterine cornua. The left proximal outer coil. Appears to overlap the proximal inner coil. Right tubal ostia-4 coils visualized. Left tubal ostia-4coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: results: chronic cervicitis with squamous metaplasia. Pregnancy test urine - on (B)(6) 2015: results: negative. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record vaginal haemorrhage, menorrhagia, headaches, abdominal cramping, fatigue, pelvic pain, eczema. Concerning the injuries reported in this case, the following ones were reported via social media - pain , muscle weakness, joint pain, metrorrhagia, panic attacks, uterine perforation, ovarian cyst, liver damage, frequent urination, gastrointestinal pain, hypothyroidism. Batch number: : 12566552 exp date: dec-2015 man date: mar-2013. Batch number: 922610 exp date: nov-2014 man date: nov-2011. Batch number: : 12566552 exp date: dec-2015 man date: mar-2013. Batch number: 922610 exp date: nov-2014 man date: nov-2011 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs+social media received- new events body aches, muscle weakness, joint pain, bleeding almost constant in between, panic attacks, tear in uterus, cyst and follicles on my ovaries, liver damage , frequent urination, bowel pain, diagnosed thyroid 2015/ hypothyroidism were added. Event eczema updated to dyshidrotic eczema. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reactions"), anaemia ("anemia"), weight increased ("weight gain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, hypersensitivity, anaemia, weight increased, anxiety and depression outcome was unknown. The reporter considered anaemia, anxiety, depression, device breakage, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.